Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that a dye study was performed because an elective replacement indicator (eri) is less than one month. The physician was unable to aspirate the catheter. The patient did not reported any symptoms or loss of efficacy. The catheter will be replaced when the pump is replaced but has not been scheduled. The issue was not resolved at the time of this report. There were no further complications reported/anticipated.

Manufacturer narrative:
It was previously reported the pump was explanted (B)(6)2017. The correct date of explant was (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump was explanted (B)(6)2017 and will not be returned to the manufacturer. The pump was discarded.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product id8709 lot# serial#(B)(4)implanted: 2001(B)(6)explanted: 2017(B)(4) product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that replacement occurred: the catheter and pump were implanted without issue or difficulty on 2017-(B)(6) the patient status was "alive - no injury" at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that nothing was explanted on (B)(6) 2017. A pump and catheter were implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). When they went in to remove the pump, he was able to see the abdominal wall, so a new pump was not implanted. The old pump was removed and the surgeon cut off the catheter and tied it off. The healthcare provider (hcp) referred the patient to a neurosurgeon to complete the procedure. No further complications were reported. On 2017-09-26 additional information was received from a healthcare provider (hcp) via a manufacturer representative. There was not a pump device issue. Elective replacement indicator (eri) had occurred so it was being replaced. It was clarified that they were able to see the abdominal wall as it was the correct information given by the physician.